Event description:
It has been reported to philips that system did not start up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the omnikey 6121 reader, which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement the flexvision pc and installation the software restore the system functionality. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.